Event description:
It was reported that the patient was not feeling well during an episode of atrial fibrillation (af). The clinician expected the implantable cardioverter defibrillator (ICD) device to treat the episode. However, the episodes clearly showed the af rule withheld therapy based on programming. The device was reprogrammed. The device remains in use. It was also reported that the right ventricular (rv) lead showed r-waves have been slowly drifting downward. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead: implanted: (B)(6) 2007. (B)(4).